Manufacturer narrative:
The reported event of guidewire could not be removed was confirmed. As received, a complete lead was returned in one piece. Guidewire insertion/removal test could not be performed due to the condition of the lead. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly along with the inner coil which is consistent with the use of excessive force. Blood was noted inside the inner coil in this location. The cause of the reported event was due to the blood inside the inner coil that prevented the removal of the stylet and excessive force resulted in the connector pin and connector cap being pulled out of the connector assembly. Electrical testing did not find any indication of conductor fractures or internal shorts. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
During attempted implant, it was reported that the guidewire could not be removed from the left ventricular (lv) lead. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.